Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Customer is reporting about 2 sensors with unknown serial numbers. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: customer reported receiving low readings on 2 of the adc freestyle libre sensors in a row after 10 days of wear. It was further reported that "the sensor was unusable with this level of inaccuracy who rely on it for insulin decisions". No further information was provided. There was no report of any symptoms, self-treatment or third-party medical intervention. Based on the information provided, there was no report of death or permanent impairment associated with this event.